Event description:
Additional information received reported there was a possible fracture, a high impedance spike on the lead trend data and oversensing which triggered a lead integrity alert (lia). The lead was explanted and replaced.

Event description:
It was reported that t-wave oversensing (twos) occurred. It was further reported that there was undersensing of r waves during a ventricular tachycardia (vt) monitored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter) was present, and analysis of the device memory indicated rv (right ventricular) undersensing information. There were five non-sustained tachycardia episodes with ventricle to ventricle intervals less than 220 milliseconds. The lead failure predictor triggered for ventricular si and non-sustained tachycardia. Occasional right ventricular undersensing was observed on stored electrograms. The right ventricular pace impedance was steady at approximately 419 ohms and then rose to 2014 ohms. T-wave oversensing (twos) was identified in two episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.